Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit board (pcb). The ventilator passed self-testing.

Event description:
It was reported that, prior to the patient being connected to an 840 ventilator; a blank lower display was detected. The ventilator was removed from the bedside. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.